Manufacturer narrative:
There are no reported injuries associated with this incident. However, due to the prior submission of a reportable incident on the damon copper niti wire in 2005 (MDR #2016150-2005-00002: malfunction which required intervention to prevent permanent impairment/damage) this incident is reportable. This incident falls under the FDA presumption, this type of malfunction is likely to cause or contribute to a death or serious injury if the malfunction were to recur.

Event description:
In 2007, the doctor informed ormco corporation that a damon cuniti wire breakage occurred. There are no reported injuries associated with this incident.